Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information g3: date received by mfg - additional information h2: type of follow up - correction/ additional information h6: type of investigation - additional/correction: add code 4119 on initial (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.